Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy and 8 shocks to this patient exhausting device therapy. Boston scientific technical services (ts) reviewed event data and suggested the shocks were inappropriately delivered due to supraventricular tachycardia (svt) with a rate in the programmed shock zone. Following the eighth and final shock the patient's heart rate dropped below the shock zone cutoff. Therapy zone settings were subsequently reprogrammed and the patient started on a beta blocker. No adverse patient effects were reported. This system remains in service.